Event description:
It was reported that a large volume folfusor had particulate matter inside the balloon. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured june 28, 2014 to june 30, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid white particle, approximately 0.65 mm in length, floating in the reservoir. Fourier transform infrared spectroscopy determined that the particle was made of acrylic. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.